Event description:
It was reported that during the patient¿s ventricular fibrillation (vf) episode, the device had power on reset (por). Soon after the por, the first vf therapy was delivered but not with sufficient energy. A second therapy was delivered and terminated the vf. It was also suspected there was a lead issue. The device was explanted and replaced. The lead was cut and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. There were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. Low defib impedance measured on 1st shock (less than 20 ohms) 21mar2015 which may have lead to the por that occurred at the same time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).